Event description:
It was reported that the buttons are responding intermittently on the customer's insulin pump. It was advised for the customer to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 11.3 mmol/l. Nothing further was reported.

Manufacturer narrative:
Insulin pump had moisture damage was found on keypad traces. All buttons function properly. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).